Event description:
The customer initially reported that their device was having some issues related to the nibp (non invasive blood pressure) functionality. Upon evaluation by physio-control, it was separately observed that the device was not delivering defibrillation energy. This was discovered during the device evaluation and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The customer advised physio-control that they do not wish to proceed with repairs and requested their device be returned, unrepaired. The device was returned to the customer. The cause of the reported issue could not be determined.